Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge would not lock into place on the pump. Reportedly, there was no damage to the cartridge. The customer did not start the load process on the pump when attempting to load the cartridge. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. Blood glucose was 100 mg/dl.